Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a system error 1121 was identified during a review of the event history log. Visual inspection was performed. Full functional testing, electrical safety testing, and simulated therapy were performed. During the sample evaluation the reported event was verified as the system error 1121 which referred to a bag sensor fail. The direct cause of the problem was the temperature sensor on the heater pan. The temperature sensor on the heater pan was recalibrated to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a failure occurred on the homechoice. The specific failure was not communicated and no additional information is available at this time. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.